Event description:
The customer alleged they received questionable triiodothyronine (t3), free triiodothyronine (ft3), and free thyroxine (ft4) results for one patient on their e601 analyzer. The patient's sample was tested at another hospital on (B)(6) 2012 using an elecsys 2010 analyzer, serial number not provided. The customer stated none of the results from the e601 analyzer were reported outside the laboratory. The patient complained to the physician about results differing between hospitals. Because of the differing results, the patient went to several different hospitals for testing. The patient provided data for eight samples, of which two had discrepant results on the e601 analyzer. The patient's t3 result from the 2010 analyzer was >10 nmol/l. The repeat result from the e601 analyzer was 6.08 nmol/l. The patient's ft3 result from the 2010 analyzer was 10.1 pmol/l. The repeat result from the e601 analyzer was 8.44 pmol/l. The patient's ft4 result from the 2010 analyzer was 28.93 pmol/l. The repeat result from the e601 analyzer was 13.74 pmol/l. On (B)(6) 2012, the patient had another sample drawn. The t3 result was 2.35 nmol/l. The ft3 result was 8.26 pmol/l. The patient was not adversely affected by this event. The t3 reagent lot number was 169052 and the expiration date was not provided. The ft3 reagent lot number was 169205 and the expiration date was not provided. The ft4 reagent lot number was 169440 and the expiration date was not provided.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event. For the medwatch reports for the other hospitals referenced refer to medwatch with the patient identifier (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional investigation was not possible as patient sample was not provided for investigation.